Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) device was implanted subpectoral and is included in the subpectoral implant 2009 product advisory initially communicated on 12/1/2009. Loss of telemetry was observed during the follow up visit; a save to disk was provided to an internal technical service consultant. Loss of right ventricular capture less than two seconds was displayed. In addition, increased thresholds and impedance measurements were revealed. Technical services reviewed the information and determined the shock impedance was stable and no noise was noted. It was thought the issues started at the device replacement, and therefore were thought lead related. No adverse patient effects were reported. Additional information was received. During the follow up visit, loss of capture was still observed in addition to loss of telemetry. A decision was to replace the device; a replacement procedure was performed, this device was removed and replaced. It was thought there was a device malfunction possibly related to the advisory. The device will be returned for analysis.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated..

Event description:
- -

Manufacturer narrative:
Upon receipt to the (B)(4) laboratory, analysis determined the device had not reached replacement indicator status while implanted. The device communicated appropriately with the programmer and paced and sensed normally. Analysis concluded this device met specification and did not display any symptoms of the advisory.